Manufacturer narrative:
Concomitant medical products: product ID 97754, serial# (B)(4), product type: recharger; product ID 97740, serial# (B)(4), product type: programmer, patient; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead; product ID 977a260, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported since the patient was implanted, something had gone wrong. The patient experienced stimulation in the wrong location. The patient noted that over a couple months ago, the patient¿s implantable neurostimulator (ins) moved by his spine and he could hardly walk. The stim was supposed to be in the patient¿s right leg but was in both legs now. When the patient would try to make setting/program changes, or increase the voltage, the pain in his legs would become more pronounced and severe. The patient was reportedly ¿going down hill.¿ the patient saw the spinal surgeon last month on (B)(6) 2014 and the surgeon was ¿real concerned about it.¿ an MRI was going to be performed to see if the spinal cord stimulation system or possible disc herniation was causing the patient¿s issues. The patient tried two different hospitals and one said they were unsure if they could do the MRI and the other said they could not conduct the MRI. It was later reported the manufacturer representative (rep) talked to the patient and gave him some options. The patient got the MRI the morning of (B)(6) 2014 (results not provided). The patient had issues with his back not related to the device. The patient thanked the rep and said everything was fine. Additional information could not be obtained at the time of the report. If additional follow-up is received, a follow-up report will be sent.